Event description:
It is reported that the articular surface shims are missing ball bearings.

Manufacturer narrative:
Other devices used: catalog #42527900702, persona articular surface provisional shim, lot #62404290. Catalog #42527900503, persona articular surface provisional shim, lot #62426964. Catalog #42527900300, persona articular surface provisional shim, lot #62440439. Visual inspection of returned tasp shims identified that two shims had only one ball bearing and associated spring missing and two shims had both ball bearings and associated springs missing. The ball bearings were not returned for review. The swage widths were found to be variable and minimal. In some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. There were also some scuff marks centrally located on all four lots. Di,dimensions were found conforming to print specifications what method was used to clean the device. A corrective action found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA recall z-1052-2015, contains all tasp shim lots.